Event description:
It was reported that the sds balloon ruptured at 12atm, below rbp, during the second inflation. A vessel dissection was noted proximal to the deployed stent, which was treated with an additional stent.